Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an ablation procedure with two preface® guiding sheaths with multipurpose curve and a partial hub detachment occurred. The device was visually inspected and it was found that the brim cap detached from the sheath introducer and it was not received for analysis. Then during the microscopic analysis, the ring hub was found to be correct. Also, a lab sample vessel dilator and a lab sample smarttouch catheter were introduced into the unit and no anomalies were observed. Then, per the reported event, the outer diameters of the hub ring were measured and were found within specifications. A lab sample brim cap was properly snapped to the hub ring (thread hub) of the unit. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified due that the brim cap was received separated of the ring hub. However, the device passed the functional analysis. It remains unknown the root cause of the failure since the device did not present evidence of a manufacturing defect or any anomaly that could have contributed to the failure reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with two preface® guiding sheaths with multipurpose curve and a partial hub detachment occurred. The cap of sheath hub was keep separated from the hub whenever the physician pulled the catheter back. The cap was totally separated from the body of the sheath. The sheath was exchanged but the same issue occurred. The sheath was then changed again to a st. Jude medical sl1 sheath and the issue resolved. The procedure was completed with no patient consequence. This event is MDR reportable because if the hub separates from the cannula, the cannula could be retained in the patient and could require percutaneous or surgical removal.

Manufacturer narrative:
The manufacture date and expiration date of this device and device history record were received on 03/07/2017. Manufacture date 10/08/2016, expiration date 09/30/2019. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/04/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).